Event description:
It was reported that the sensor broke into 3 pieces after the customer stated that he had lost 2 sensors during insertion attempts. The blood glucose reading was 137 mg/dl. The customer stated that the needle hub was stuck in the serter and that the needle hub assembly did not release from the serter. The customer was advised that the sensors and serter would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The complaint was against the inserter, but the patient returned only the sensor.